Event description:
The patient's heartware vad was attempted to be switched to battery power in anticipation of travel to CT scan. When the rn attempted to connect the battery cable to the controller, a connection could not be established. Upon closer inspection, it was noted that one of the tines in the controller had bent and connection would be impossible. At this point, the md was called to the bedside and the vad controller was switched to the back-up vad controller without incident. The perfusionist on call was contacted to provide a functional back -up controller and assist with entering the patient's settings. The patient remained hemodynamically stable during transfer to the back up controller. The perfusionist took the damaged controller to be tagged and sent to the manufacturer. Manufacturer response for heartware hvad system, heartware hvad (per site reporter). Our vad coordinator heard back from the company who said (clarification), the date the controller was manufactured was 12/21/2017.